Event description:
It was reported that patient is at the hospital to do MRI of their lower back and they tried to do MRI mode but cannot get it to communicate. Pt said they had this problem in the past. Worked with patient who was successful to use their equipment to activate MRI mode noting they felt a rush in their head. Patient said they saw MRI mode not available. Pt's spouse came on the phone and said that's because there is impedance on the leads and the surgeon said it was crooked. Patient said they have called and talked with manufacturer last week and walked through activating MRI mode and they walked through changing therapy so they got into a secondary MRI mode and MRI mode was granted. Patient said they made it real clear the communicator was not communicating and they had to scan it and plug it in and finally it did communicate but they went through another therapy mode, it did shut down for MRI mode.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3387s-40 (lot: va29814); product type: 0200-lead; implant date (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.